Event description:
Healthcare professional reported against the left side "histology came back with alcl." No histopathological markers have been provided. Device remains implanted.

Manufacturer narrative:
Clarification d.6b explant date: no explant date provided. Doctor indicated device was removed and replaced. Implanting physician: dr. (B)(6). Contact physician: dr. (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reporting: histology testing resulted in alcl per doctor, no histopathological markers have been provided.